Event description:
The international customer reported the ventilator alarmed due to a circuit occlusion. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturers service technician reported the blower was not functional. Failure of the blower function in ventilation mode could result in no ventilation during operation. The service technician replaced the blower and motor controller pcb board to address the reported problem.